Event description:
It was reported that the patient presented in clinic for a follow-up on (B)(6) 2026. Device interrogation displayed an alert of "device reset has occurred" and the pacemaker was reset. A similar issue was previously noted on (B)(6) 2021 on a merlin.net transmission. The pacemaker was functioning normally except for the alert. No changes or intervention were done; the pacemaker will be routinely monitored. No patient consequences were reported.